Event description:
On (B)(6) 2010 the covidien rep in (B)(4) received a report from a customer that a tube was placed in the pt and the pilot balloon would not inflate. The pt was re cannulated. The date of the initial placement of the tube and the date of the re cannulation are unk. The tube was discarded.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. The tube was discarded and therefore unavailable for failure investigation.